Event description:
A customer reported that the pump battery would not charge, despite following various troubleshooting steps, including trying different wall outlets and a charging cable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump. The customer planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery. Technical support provided instructions on returning the non-functional pump, which the customer understood and acknowledged.